Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was not returned to depuy synthese for evaluation, however photo(s) were provided for review. Review of the provided photo(s) confirms that device has scratches present on the body but it does not confirm bent and broken condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation was not able to retrieve the required lot code.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the trial heads are scratched and dented leaving loose fragments of material. No surgical delay. No adverse affects on the patient.